Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. He visual inspection of the returned product noted that the dissector balloon was cut. The obturator, lock collar and trocar balloon appeared to be intact. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon did not inflate.